Event description:
It was reported that the customer experienced low blood glucose levels. The customer stated that the paramedics were called because she was not responding. The customer's blood glucose was 40 mg/dl. The customer stated that she saw her healthcare provider after the incident and has not had any problems since. The customer stated that, during the low blood glucose episode, the paramedics squirted something in her mouth and treated her with an IV with sugar. The customer was not hospitalized. The customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.